Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian femoral filter delivery system including a segment of an introducer sheath was returned for evaluation. It appeared that the filter was lodged inside the hub/introducer sheath while still loaded onto the pusher wire. The storage tube was returned partially connected to the sheath hub. The tuohy-borst was tight in place. The sheath was returned cut and the returned segment measured approximately 10.6cm in length. The tight spline and pusher pad were evaluated under microscopic magnification and no anomalies were noticed. Functional/performance evaluation: the sheath was cut closer to the hub and the filter was pulled from the introducer sheath hub with some force. The filter was removed completely from the hub. All 6 feet/legs and 6 arms were present and intact. No anomalies were noticed. In addition, the hub of the sheath was sliced open and no anomalies were noticed inside the hub. Heat was applied and the filter took the appropriate shape. The filter met all the required dimensional specifications. Medical records review/ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for filter failing to advance through the introducer sheath. The definitive root cause for this event is unknown. Labeling review: the current meridian filter IFU (instructions for use) states: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Additional precautions and specific directions for use of the meridian filter are included in the IFU. Microscopic inspection the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled vena cava filter deployment, the filter became stuck in the sheath and could not be deployed. The vena cava filter was exchanged for a new filter that was deployed successfully. No reported patient injury.